Event description:
It was reported that the right atrial (ra) lead exhibited chronic high impedances, causing the lead alert to trigger. The impedances have been high for multiple years. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: dtma2d1 crtd, implanted: (b)(64) 2018. If information is provided in the future, a supplemental report will be issued.